Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a e360 ventilator was generating a oxygen sensor alarm. Patient involvement information was not provided by the customer. The ventilator was evaluated by a third party and the customer reported condition was verified. The third party representative reported that the oxygen sensor needs to be replaced. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.